Manufacturer narrative:
Title efficacy and safety of extracorporeal shock-waves lithotripsy in biliary and pancreatic stones: a 12-years experience source turk j gastroenterol 2019; 30(suppl 3): s137-s912. September 3, 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on 2003 to 2018, they performed 633 examinations for the indication of suspected crohn's disease or known crohn's disease with suspected lesions in the small bowel. They used three different capsule systems. The evaluation for capsule endoscopy was after upper and lower gastrointestinal endoscopy and an anamnesis in respect of pain as the leading symptom. Radiology or patency capsule was not mandatory. A patency capsule was used in only 2 patients. Radiological examinations before capsule endoscopy were done in less than 15%. In these 633 examinations, they found significant lesions in the small bowel in more than 36%. Unsuspected retention happened in only 5 patients, two of them needed a surgical intervention because of a scarred stenosis (not diagnosed by cross sectional imaging). For the other 3 patients, the capsule was retrieved by enteroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.